Manufacturer narrative:
Date of event is estimated

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. Surgical intervention may take place in the future to address the issue.

Event description:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.